Event description:
Received a maude event report from the FDA on 12/28/2006. The report, mw4003981, was submitted by a family member of a pt who was diagnosed with legionnaire's disease. User was also treated for a collapsed lung. Report indicates that invacare and lincare o2 concentrators were in use by the pt. Multiple o2 storage bottles and o2 humidifiers were also in use. It alleges that the o2 machines and/or the humidifiers that were in use were the source of the legionnaire's exposure. No model or serial numbers were provided. No contact info provided.

Manufacturer narrative:
No contact info provided within the communication from the FDA. No additional info is available from the FDA. Due to the lack of a model or serial number within the report it has not been clearly established that an invacare device was in fact in use by this user. In reaction to this complaint, a web search did identify a possible relationship between inadequate humidifier cleaning and legionnaire's disease in pts prescribed oxygen therapy. Review of the user guide for current invacare o2 concentrators does address proper humidifier cleaning methods. It is unknown if proper cleaning methods were followed by this user. Manufacturer has no other events of this type on record.